Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following the implant procedure. The patient completed a course of oral antibiotics. Follow-up report indicated that the patient had a knee replacement surgery, which resulted in an initial infection which traveled to the incision site. The infected pocket site was drained. The device was explanted and the patient was given IV antibiotics pre-and post-operation. There were no reports of further complications.